Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the roller pump acted like it did not have enough torque to rotate over the tubing. There were no errors, no pump jam, etc. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-00936. Per the field service representative (fsr), the previous night he performed a notice of field correction (nfc) for pump jam issues. The fsr looked the roller pump over and verified the 1.40 software. The fsr was able to pump jam correctly and run with a tubing loop of water.